Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On the same day, the patient was hospitalized for the event. The cause of the peritonitis event was unknown. The patient was treated with injection fortum (2 grams, route and frequency not reported) and injection vancomycin (2 grams, route and frequency not reported) for the peritonitis. At the time of this report, the patient was still hospitalized. The outcome of the event was not reported. Pd therapy was ongoing. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as cmplnt-(B)(4) and cmplnt-(B)(4).